Manufacturer narrative:
(B)(4). Results of field service representative onsite visit: a vyaire field service representative (fsr) evaluated the device onsite and replaced the main board. The fsr performed the operational verification procedure (ovp) and user verification test (uvt) and calibration, all passed. The field service representative confirmed the ventilator passed all testing and met all vyaire manufacturer specifications. Results of investigation: the vyaire failure analysis lab received the suspected component and performed a failure investigation. The reported issue was confirmed and duplicated. The reported problem was isolated to a component failure, specifically the pt801 transducer failed. This issue was addressed with CAPA (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator experienced transducer faults on start-up and would not clear. The customer advised there was no patient involvement associated with this event.